Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a knee procedure. Subsequently, the patient was revised approximately eight months post procedure due to tibial collapse. As the revision knee system is not zimmerbiomet no additional information is available from the revision surgery due to hospital policy.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 42502006402 femur cemented cruciate retaining narrow right size 8 lot# 64839098. MDR: 0001822565-2021-03287. 42540200035 all-poly patella cemented 35 mm diameter lot# 64816191. MDR: 0001822565-2021-03289. 42522100510 articular surface medial congruent right 10mm lot# 64767361. MDR: 0001822565-2021-03290.